Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that during the preparation for the saline sonohystogram procedure, the silicone hysterosalpingography injection catheter balloon would only half inflate and would not deflate. Another device is used to complete the procedure. There were no adverse effects reported due to the event and no report of an additional procedure.